Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
In early 2009, the lay user/pt contacted lifescan alleging the one touch ultra2 meter displayed the "apply sample" message. The medical affairs specialist was not able to reach the pt to obtain/clarify info. The pt states the issue began at approximately 10:30 pm the same day. The pt did not take any action due to the issue and does not take any medications for his diabetes. The pt states that about 7 hours after the issue began he felt symptoms of shakiness. It would be helpful to know how the pt treats his diabetes and whether he would have taken any action had he been able to test on the meter. It was determined during the troubleshooting telephone call, the pt's sample application technique was correct, the test strips drew the sample into the test area. The product was not new. Upon retest with a new vial of test strips, the issue was still not resolved. This complaint is being reported because the pt mentioned he suffered symptoms indicative of hypoglycemia sometime after the meter issue started.